Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the biomed was getting calibration error 103 (switch settings incorrect) in arctic sun device. Expected value 10.87 actual value 0. Device needed technical assistance. Per follow up information received via phone on 13apr2023, it was reported that the technician changed the mixing pump and the heater. The device works without issues.

Event description:
It was reported that the biomed was getting calibration error 103 (switch settings incorrect) in arctic sun device. Expected value 10.87 actual value 0. Device needed technical assistance. Per follow up information received via phone on 13apr2023, it was reported that the technician changed the mixing pump and the heater. The device works without issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a mixing pump component failure. The mixing pump was replaced. The device works without issues. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.